Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device issued a device failure alarm during use. The device shut down. There were no health consequences for the patient reported.